Event description:
Arthroscopic surgery [arthroscopic surgery] case narrative: case 2020fe02442 is a serious spontaneous case received from a non-health professional via regulatory authority in united states. This report concerns a patient (no identifiers reported) who experienced arthroscopic surgery during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection 10mg/ml, unknown dose and frequency for an unknown indication from an unknown start date to an unknown stop date. The patient had arthroscopic surgery. Alliance rx specialty (arx) had not dispensed to the patient. The patient was hospitalized on (B)(6) 2020 due to arthroscopic surgery. Action taken with euflexxa was unknown. At the time of this report, the outcome of arthroscopic surgery was unknown. No concomitant medication was reported. All events in the case were reported as serious. At the time of reporting the case outcome was unknown. Overall listedness (core label) is unlisted. Reporter causality: related company causality: related other case numbers: internal # - others = mw5093812 this ae occurred in the united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive/ because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.